Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6 - health effect - clinical code and health effect - impact code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a knee revision of an unknown side. Subsequently, the patient reported that they went blind as a result of defective knee implants an unknown amount of time after revision surgery. No further patient impact reported. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.